Manufacturer narrative:
The field service engineer readjusted all probes and checked the cell rinse unit. The engineer confirmed the analyzer was running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crej2 creatinine jaff¿ gen.2 on a cobas 8000 c 502 module. The first patient sample initially resulted with a creatinine value of 213.3 umol/l and this value was reported outside of the laboratory. The clinician questioned the result since it did not match with the patient's history. A second sample was collected from the patient the next day and tested and this recovered within the expected range. The original sample was then repeated on (B)(6) 2020, resulting with a value of 75.5 umol/l. The second sample initially resulted with a creatinine value of 156.3 umol/l on (B)(6) 2020. The sample was repeated, resulting with a value of 53.6 umol/l on (B)(6) 2020. It was asked, but it is unknown if any incorrect values from this sample were reported outside of the laboratory. The creatinine reagent lot number was 47624401. The reagent expiration date was requested, but not provided.